Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed to alert an upstream occlusion during fentanyl therapy when there was no obviously noted occlusion. The rate of infusion was 2-4 ml/hr (dose and volume to be infused unknown). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.